Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient with 1 ml of juvéderm vollure¿ xc into the nlf area. Patient returned about 6 weeks later and had another 1ml syringe of juvéderm vollure¿ xc into lower face wrinkles (radial cheek lines). Patient was seen about 4 weeks later and was experiencing a small lump on the nlf injection site; it is not visible to the eye, but it is palpable. Nlf area is slightly red and irritated looking. Doxy was prescribed for 7 days at 100mg 2x/day, and then 20mg doxy 2x/day for 14 days after. Patient is still on low dose doxy, 0 erythema, low nodule. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00629 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm vollure¿ xc.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2., b.3., b.5, b.6, b.7, section c., d.1., d.4., d.11, h.4., h.6, h.8.

Event description:
Additional information: event has resolved.